Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered within the remote monitoring system indicating this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited out-of-range shock impedance measurements. The lead was tested in-clinic returning a shock impedance value of 93 ohms which is within normal limits. The alert threshold was adjusted and the patient will continue to be monitored remotely. No adverse patient effects were reported. This system remains in service.